Event description:
Reporter indicated a patient's vns generator was replaced due to end of service. A battery estimate performed showed approximately -1.17 years remaining on the battery. The explanted generator was returned for analysis. An open can measurement of the battery voltage verified that the battery was depleted. The caged module was found to exhibit an out-of-limit (high) supply pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged model met all specifications. The out-of-limit supply pulsing current could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event.